Event description:
It was reported that the patient underwent a procedure for acdf at c5-6 using rhbmp-2/acs placed in the disc space. The patient's post-operative period has been marked by a period of relief followed by increasing neck pain that radiates into her upper extremities. The patient's pain has escalated and extends through her arms, hands and fingers. More recently, she experienced intermittent loss of sensation in her extremities. These serious injuries prevent her from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with the following pre-op diagnosis: cervical pseudoarthrosis, c5-c6, status post acdf (anterior cervical discectomy and fusion) in the remote past, with new radiculopathy due to pseudoarthrosis. The patient underwent the following procedures: complex redo anterior cervical discectomy of c5-c6 with left sided foraminotomy; complex redo anterior cervical fusion at c5-c6; complex removal and replacement of anterior cervical plating c5-c6; local autologous bone plus small bmp(bone morphogenic protein) grafting. As per operative notes, ¿cavity was created into which local bone shavings was packed, along with a small bmp, down to a quarter of a sponge.¿ no intra-operative complications were reported.